Event description:
Event description cpi recevied information that during a replacement procedure of an automatic implantable cardioverter defibrillator (aicd), the physician noted and existing sweet tip bipolar lead (4269) had it's helix tip damaged. The lead was removed, and replaced with another sweet tip lead (4269).